Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1gwld, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that there was a return of symptoms and a lead revision was carried out. It was noted that the nurse reprogrammed several times over course of the implanted device with no improvement. The impedances were checked and they were within normal range. The issue was resolved at the time of this report. There were no further complications or anticipations reported with this event.